Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results 76 and 135 mg/dl. Tests were done 2 minutes apart. On another day 125 and 217 mg/dl done five minutes apart. Pt did not experience any adverse events or change in treatment. No further info has been reported.